Event description:
It was reported that the patient experienced a mass ("granuloma") last summer. The patient became "sick" and her legs would shake. It was also noted that "at refills the stuff pulled out of pump looked infected". The pump contained dilaudid and ketamine. The patient underwent surgery to remove the inflammatory mass. All components of pump system have been removed. Per the reporter, the patient was "now paralyzed from waist down". Additional information has been requested, but was not available as of the date of this report.

Event description:
Following implant, the patient was throwing up right away. She wasn't feeling good and it got worse and worse. The patient was shaking "horribly" and had pain. An MRI was performed and "a big mass/granuloma was found". The patient was rushed to the hospital and the mass was removed in the middle of the night. The patient was in ICU for three days, given last rights, and "didn't think she was going to make it". The patient went to a different doctor to have the pump and catheter removed. The patient indicated that pump was removed a few weeks ago, but then also stated it was removed sometime last summer. The patient was "paralyzed from the pump and it doesn't look like she'll ever regain it". The pump was "sent to a special analysis and they found a lot of stuff wrong with it"; the patient now has the device. It was also noted that "every time they went to put the medicine in, when they pulled the needle out it would have blood and pus-they always had trouble getting the needle in and out". The pump was noted to be delivering dilaudid and ketamine, but it was also stated that "it had lots of different things".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model #: 8709sc, lot#: n264656005, implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).